Event description:
As reported, a 6f/7f mynx control vascular closure device (vcd) experienced a balloon abnormality during use for hemostasis after lesion treatment. The balloon was deflated, the device was removed, and hemostasis was completed by switching to manual compression. There was no reported patient injury. The device was used according to the standard procedure under ultrasound guidance, and ultrasound confirmed that the balloon reached the sheath insertion site. Further tension was applied and the tension indicator was aligned horizontally. Just as the operator was about to press button 1, a strong earthquake occurred, and the tension was temporarily released. After a temporary release of tension, the operator attempted again to apply tension, but there was no response from the tension indicator, and a sensation as if the device was slipping out was felt. Upon checking the inflation indicator, the black line that had been protruding was found to have retracted. When the balloon was inflated outside the body, fluid leakage was observed. Angiography showed minimal calcification at the puncture site, and intraoperative imaging showed no indwelling devices, lesions, or severe tortuosity that could have caused obstruction. The lesions treated were in the sfa, pop and ata using a crossover approach from the right cfa. A 6f 45cm sheath was exchanged for a 6f non-cordis short sheath. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 6f/7f mynx control vascular closure device (vcd) experienced a balloon abnormality during use for hemostasis after lesion treatment. The balloon was deflated, the device was removed, and hemostasis was completed by switching to manual compression. There was no reported patient injury. The device was used according to the standard procedure under ultrasound guidance, and ultrasound confirmed that the balloon reached the sheath insertion site. Further tension was applied and the tension indicator was aligned horizontally. Just as the operator was about to press button 1, a strong earthquake occurred, and the tension was temporarily released. After a temporary release of tension, the operator attempted again to apply tension, but there was no response from the tension indicator, and a sensation as if the device was slipping out was felt. Upon checking the inflation indicator, the black line that had been protruding was found to have retracted. When the balloon was inflated outside the body, fluid leakage was observed. Angiography showed minimal calcification at the puncture site, and intraoperative imaging showed no indwelling devices, lesions, or severe tortuosity that could have caused obstruction. The lesions treated were in the superficial femoral artery (sfa), popliteal (pop) and anterior tibial artery (ata) using a crossover approach from the right common femoral artery (cfa). A 6f 45cm sheath was exchanged for a 6f non-cordis short sheath. The device was not returned for evaluation as initially expected. A product history record (phr) review of lot j2517401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, handling factors (issue with the balloon occurred after the earthquake interrupted the procedure), access site vessel characteristics (minimal calcification) and/or concomitant device factors most likely contributed to the rupture of the balloon reported since excessive handling, calcification around the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.